Manufacturer narrative:
The direct cause for the leak at twist clamp was due to damaged crack/broken component (previously reported as undetermined). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 lot number: h19j01031 the device was received for evaluation. A visual inspection with naked eye and functional testing was performed and a broken occluder feet to the main body causing the reported problem, was observed. The reported condition was verified. The cause was undetermined; however, the sample was returned with staining inside the silicone tubing, substance around the threads of the main body, and in the twist sleeve. The cause of the broken occluder feet was caused from foreign solvents, dye, or cleaning agents exposed to the transfer set. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fluid leakage from a transfer set which resulted in peritonitis. The peritonitis was manifested by abdominal pain and cloudy fluid. The cause of the leakage was not reported. It was reported the leakage occurred ¿about 60 days after changing the transfer set¿. Six days after the leakage was observed the patient experienced the peritonitis event. It was reported the transfer set was replaced. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with unknown antibiotics for the peritonitis (at home). At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.